Event description:
It was reported that this right ventricular (rv) lead was explanted due to vegetation (bacterial infection). A new lead was not implanted. No additional adverse patient effects were reported.